Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in summer 2019, the patient started jerking from her head to her shoulder. She said it was horrible. She later learned that the ins had turned off at the appointment. They were not sure how it got turned off.